Manufacturer narrative:
The lot was manufactured between march 1, 2024 and march 5, 2024. H11: the actual device was not available; however, a video of the sample was provided for evaluation. The returned video was reviewed, and it was noted that there was a leak at the solvent bonded junction between the tubing and the stress member next to the fill port. The reported condition was verified. The cause of the condition could not be determined; however, the probable cause might be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak near the fill port of a large volume infusor. The device contained fluorouracil 4500mg. This was observed after preparation, prior to patient use. There was no patient involvement. No additional information is available.